Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 7 patient samples tested for sodium (na) on a cobas 8000 ise module. On (B)(6) 2019 patient 1 initial result was 126.5 mmol/l. The repeat result was 137.8 mmol/l. On (B)(6) 2019 patient 2 initial result was 127 mmol/l. The repeat result was 138.5 mmol/l. On (B)(6) 2019 patient 3 initial result was 127.9 mmol/l. The repeat result was 136 mmol/l. On (B)(6) 2019 patient 4 initial result was 134.2 mmol/l. The repeat result was 140.8 mmol/l. On (B)(6) 2019 patient 5 initial result was 130.1 mmol/l. The repeat result was 137.2 mmol/l. On (B)(6) 2020 patient 6 initial result was 132 mmol/l. The repeat results were 140.9 mmol/l and 140.1 mmol/l. On (B)(6) 2020 patient 7 initial result was 149.4 mmol/l. The sample was repeated twice with results of 140.2 mmol/l and 140.8 mmol/l. No questionable results were reported outside of the laboratory. The na cartridge lot number and expiration date were not provided.

Manufacturer narrative:
The customer found that the screws for the sipper nozzle were loose. After tightening the screws the customer has not had any further issues; they are running na results in duplicate. The investigation did not identify a product problem. The specific cause of the event could not be determined.